Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that after the smr-upgrade the controller failed the upgrade test procedure 2.10 with a (no "no power alarm"). It was stated that there were no effect or consequences to the patient. No additional information provided. Investigation is ongoing

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal battery. The "no power" alarm was not initiated when both power sources were disconnected. Internal inspection of the device found battery "leakage" on the internal battery used to power the alarm. The most likely root cause can be attributed to a faulty nickel metal hydride (nimh) battery. The manufacturer has open an internal investigation that is evaluating failures of the "no power" alarm due to a faulty internal battery. The most likely root cause is a faulty nickel metal hydride (nimh) battery.